Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited high out of range high voltage lead impedance. The impedance had been gradually going up over for about a year. Programming changes were discussed. No additional information was provided.